Event description:
A home patient's spouse contacted baxter's technical service center for assistance during the home patient's automated peritoneal dialysis therapy. Per initial report, the home pt was feeling uncomfortable during fill and was experiencing shoulder pain. The spouse reported that the pt line of the homechoice set was not checked to ensure successful completion of prime prior to connecting the home patient's transfer set to the pt line of the homechoice set. The home pt does not have an initial drain. No additional information has been received due to repeatedly unsuccessful attempts at contacting the home pt/spouse and healthcare professional.